Manufacturer narrative:
Patient weight: information unknown/not provided. Manufacturer telephone number: (B)(4). Device evaluated by MFR: the intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to refractive surprise. Vision pre-operative (op): 20/60 and vision post-operative (op): 20/40. The patient had residual refractive error post lens implantation causing blurry vision. At explant, there was an incision enlargement, however, sutures or a vitrectomy were not required. Another johnson & johnson lens, different model and lower diopter (zxt300 18.0), was successfully implanted as a replacement. The explanted lens was inadvertently discarded. The patient had no complaints at time of discharge. No additional information was provided.